Manufacturer narrative:
No patient involvement. On 8/10/2016 a medtronic field service engineer visited the site and confirmed the mvs would not power on. Once fuses were set, o-arm and mvs functioned properly. Issue resolved with fuse replacement.

Event description:
A medtronic representative reported that the o-arm mvs (mobile viewing station) would not power on. No patient present.